Manufacturer narrative:
Revision to fields f10 and h6 impact codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead that was surgically abandoned due to high pacing threshold was also broken as shown on x-ray. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead that was surgically abandoned due to high pacing threshold was also broken as shown on x-ray. No additional adverse patient effects were reported.